Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, swelling, fistula, bleeding, inflammation, mobility ((B)(6) and (B)(6) are same patient).